Event description:
It was observed that during the device evaluation, the subject device exhibited water leak in adapter, poor watertightness of cable unit, water tightness is lost, and a gap between the cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water leak in adapter, watertightness of cable unit and water tightness is lost. Due to water leak in adapter, the scope cannot be attached smoothly. Due to poor watertightness of cable unit, water tightness is lost. There is a gap between cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.